Manufacturer narrative:
The device that locks the swivel when you release the trigger, can become un-mounted. This means that when you release the trigger, the cp left to right swivel action is not stopped. The large force on this shoulder bolt is sufficient to deform the aluminum hub it is screwed into. After prolonged use, multiple applications of the large force the deformation accumulated until the screw is no longer secure. Portable exams are difficult because if the bolt were to come loose or break, the steering mechanism of the control panel will either be very difficult, if at all possible. There is a possibility that if the user was moving fast with the system and lost control of steering the system it could collide with a bystander. The usr could be harmed by attempting to stop the equipment from going out of control.

Event description:
As the pivot, at which to control panel steers the system, becomes more and more loose, it becomes more difficult to steer the product. The system handle can work loose such that you cannot steer the system at all. No consequences to the pt or user were reported.